Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A visual inspection of the product involved in the complaint was performed on a picture received by the customer of product code 382-10 (universal concha column). The customer description states "this is a hole in the column. "The rts noticed a puddle of water underneath the neptune heater. The white part in the center of the circle is the water wicking paper. Additionally, note the burn marks on the column from water leakage out of the hole and down on to the floor". During the visual inspection to received picture the hole in the column reported by customer is not clear visible however marks are present in the received picture that appears to be burn marks as it is describe on this customer complaint. Sample needs to be evaluated to perform a proper investigation and determine the root cause. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the rts noticed a puddle of water underneath the neptune heater. The white part in the center of the circle is the water wicking paper. Additionally, note the burn marks on the column from water leakage out of the hole and down on to the floor". No patient injury or harm reported. Patient condition reported as "fine".